Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that order not crossed over the machine. The technical support center specialist revooted the bloated database server to resolve the issue. The system functioned as intended after the technical support center specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system new order was not crossed over the machine. Customer stated that they deployed the database but it got failed. There were no adverse events or injuries reported based on this event.